Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 22232733.

Event description:
It was reported that the patient experienced pain at the anchor site. The patient underwent an explant procedure. The explanted anchors were discarded. The patient was doing well postoperatively.